Event description:
The customer reported that during testing the device would not shock when expected.

Manufacturer narrative:
(B)(4). The customer reported that during testing the device would not shock when expected. There was no pt involvement. The device was evaluated at philips. The reported symptom was reproduced. Replacement of the therapy pca resolved the reported symptom. The device remains at the customer site.